Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. The cause of the infection was not identified and culture results were pending. According to the physician there was no purulent exudate in the pocket; however, the tissue looked chronically inflamed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.